Event description:
It was reported that the patient presented at the clinic for an implant procedure. During the procedure, the left ventricular (lv) lead became dislodged. An attempt to reposition the lead was unsuccessful due to the helix failing to extend, and as a result, the lv lead was not implanted on (B)(6) 2025. The lv lead was replaced successfully, and the patient remained stable.

Manufacturer narrative:
An event of a failure to extend helix was confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found that the helix was partially extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The inner coil was found to be over torqued due to procedural damage.